Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Device is not distributed in the united states but is in the same family of devices as distributed united states product.

Event description:
It was reported that t2 did not deploy. T1 was removed from the patient. A backup device was available. No patient injury reported.